Event description:
It was reported that a pt underwent a cesarean section on (B)(6) 2012 and suture was used. During the procedure the needle pulled off the suture. The pt was in the operating room and the incision was reported. An x-ray was performed to locate the needle. The needle was found on the floor.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. Additional info: the actual device batch number associated with this event is not known. The account reports the following possible batch numbers: eb2057, mfg date: 02/01/2012, exp date: 01/31/2017. Eam077, mfg date: 01/01/2012, exp date: 01/31/2017. Dj2067, mfg date: 08/01/2011, exp date: 07/30/2016.